Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that after the stopcock on the tubing is tightened it becomes loose. This happens frequently and often in the procedure room. In one instance, the clamps were opened for IV fluids to flow but the tubing disconnected and the fluids leaked. There was no patient harm.